Manufacturer narrative:
No button error alarm noted. Insulin pump esc and up arrow buttons did not respond due to corroded keypad traces. Insulin pump was unable to verify battery out limit alarm and perform displacement, basic occlusion, occlusion, prime, no delivery test due to no button response. No alarms noted after battery change noted. Insulin pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was 265 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer could not trouble shoot due to not being able to clear the alarm. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.